Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, the device was not returned. This report ahs been updated to reflect the corrected information. The icp express monitor was not returned for evaluation. The lot number provided (ln2501) did not correspond with a lot and product combination on file. A review of lot le2501 was performed and found no discrepancies. If the device is returned in the future, the complaint will be reopened and a followup report will be submitted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that supplier evaluation of the icp express unit p/c 82-6635, serial number (B)(4) was received. The lot number originaly reported ln2501 was corrected (note: this number is not a valid s/n). Supplier evaluation revealed: visual damage. Unit had been opened by customer, battery replaced. Front panel overlay damaged, clamp discolored, ac entry module cracked. Failure analysis: lcd not functional, electrical damage to analog board, front panel overlay scratched, handle discolored, ac entry module damaged, battery weak, will not hold charge. Repair activities: replace lcd, replace u30 on analog board, replace front panel overlay, replace handle, replace ac entry module, replace battery. Direct cause of failure cannot be determined at this time. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Standard treatment actions in connection with high icp was implemented. CT was performed. Neurosurgeon and person in charge of patient were kept informed. After CT, icp was measured via evd and showed a pressure og 4mmhg vs codman icp express 18mmhg. The neurosurgeon decided to discontinue the microsensor. The sensor was checked vs air and showed a value of 8mmhg before it suddenly dropped to -44 mghg. After the sensor was put in water it showed 7-8 mmhg. The reference number was checked and it was correct (508). In march 2016 we had lots of incidents with the equipment and all the monitors and cables were changed. This incident looks like the ones we had before we switched the equipment. We would codman to check the used equipment and microsensor. Per rep: like I stated in the complaint form the incident happened post operatively. Nothing happened to the patient. The sensor was removed. All the products involved will be returned for evaluation.